Manufacturer narrative:
A distributing facility reported, "it was noted that the strings of the long slim patties component detached when pulled." Deroyal industries, inc. Requested return of the device, but it was listed as unavailable for return. A supplier corrective action request (scar) will be issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A distributing facility reported, "it was noted that the strings of the long slim patties component detached when pulled."